Event description:
(B)(6) (home health nurse) called and she stated that after fixing the error on curlin 6000 pump " air-in-line," she said the "run" button would not work. She turned pump off then on, and even switched the batteries. Pharmacist permitted replacement pump to be sent to pt's home and other one to be returned. Dose or amount: curlin, frequency: 6000, route: pump IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: (B)(4).